Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient has a persistent, recurrent rash at the site of implant, torso and arms three days after undergoing a generator change. Allergic reaction was suspected. Allergy test kit was sent to the nurse for further evaluation. No further information is available.